Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon string broke and tampon remained inside foreign body in reproductive tract tampon string broke device breakage. Case narrative: consumer reported via email that during removal the string broke and the tampon remained inside of her. No serious injury was reported.